Event description:
It was reported that the pump shuts off after about 2-5 minutes of running. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, manufacturing plant address 1, manufacturing plant city, manufacturing plant state, zip code, and manufacturing plant country: correction. H6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.